Event description:
A surgeon reports that following intraocular lens (iol) implant surgery, a patient is seeing a dark shadow. The patient's bcva is 20/20. The association between this event and the iol is not known. Additional information has been requested.